Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not powering up properly) was confirmed. Upon investigation the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, contamination was discovered on the battery pca. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (damaged belt connection) have been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open rear pulse wire in the trunk cable. The root cause for the open wire was excessive force. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor response buttons) was confirmed. Upon investigation the front response button switch was non-functional. The cause for the response button was the front response button was physically damaged. The root cause damaged response button was physical abuse. No adverse event resulted from the defective equipment.

Event description:
A us distributor returned battery charger/modem sn (B)(4) to report that it was unable to charge a battery, belt sn (B)(4) to report that it had a damaged connection, and monitor sn (B)(4) to report that it had non-functional response buttons.